Event description:
The facility reported a colleague infusion pump with a malfunction of "the pump head will not open". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4).a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "the pump head will not open" was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the root cause of this condition was a defective pump head module. The main display assembly was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.